Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg due to the pocket site being too deep. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing great.